Event description:
Patient using medtronic insulin pump and administered 150 units of novolog through reservoir into pump tubing and into body, resulting in hypoglycemia requiring ER admission and IV fluids. This was a suicide attempt. Reservoir does not prevent administration of large amounts of insulin. FDA safety report ID# (B)(4).